Manufacturer narrative:
No device deficiency was reported. Pericardial effusion and cardiac tamponade are known potential adverse events documented in product labeling. The treating physician reported the patient's septum was very thin, and the physician indicated the laa may have had similar tissue thickness. The patient died less than 24 hours after the successful surgical repair of the perforation. The death was caused by a cranial hemorrhage attributed to coagulopathy and not the ablation device.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation the catheter and sheath were noticed to be in the left atrial appendage (laa). Almost immediately after moving to the left superior pulmonary vein a pericardial effusion was observed on intracardiac echocardiogram. The effusion quickly developed into cardiac tamponade and the patient condition worsened. The patient was taken to the operating room for further evacuation of the tamponade. Perforation of the laa was confirmed and the laa was repaired intra-operatively.